Manufacturer narrative:
(B)(4). Section d4: complete device identification information was not provided by the healthcare facility. Method: the healthcare facility reported that the mr850 respiratory humidifier was alarming and upon examination of the setup, the healthcare facility staff noticed that the rt265 breathing circuit was setup incorrectly. The misconnection was subsequently rectified. Our investigation is based on the information provided by the healthcare facility and out knowledge of the product. Results: it was reported that the expiratory limb of the rt265 breathing circuit was connected to the inspiratory port of a ventilator. The healthcare facility confirmed that the circuit was not correctly set up by user. From the information that was provided, there was no indication of a fault or malfunction with the subject device. Conclusion: based on the information provided by the healthcare facility, the reported misconnection was due to use error. With the reported misconnection, the patient would continue to receive gas flow, however no humidity would be provided. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit, and also state the following: - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm, or death. - refer to the mr850 respiratory humidifier instructions for use for additional safety information, clinical claims, and instructions for set up and use.

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel (f&p) healthcare representative that an rt265 infant ventilator circuit dual heated with mr290 autofeed chamber was set up incorrectly, which caused that the heated humidification was bypassed on an intubated neonatal patient for approximately 3 hours. The healthcare facility further reported that the expiratory limb of the rt265 breathing circuit was connected to the inspiratory port of a ventilator. There was no further patient consequence reported.